Event description:
It was reported that the user experienced persistent high glucose recorded at 480 mg/dl while using the ilet with an infusion set and received restart alerts, then an occlusion alert; insulin delivery was minimal despite attempted false meals until all infusion supplies were changed, after which delivery resumed, with the device issue associated with obstruction of flow and involving the connector/coupler. Customer care provided support that included analysis of information provided by the user¿s caregiver. Investigation of this case revealed a device-related obstruction consistent with a deformation problem localized to the connector/coupler, which prevented insulin flow until the supply change. Symptoms included hyperglycemia and skin inflammation/irritation at the prior infusion site. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.